Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the device ruptured at the proximal connection of the catheter, requiring the patient to return to the facility for a catheter replacement.a section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects aside from the catheter exchange procedure.